Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with operating currents within spec. The pump passed selftest, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump passed dat test. No under delivery anomalies noted. The pump was received with cracked reservoir tube lip, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was over 700 mg/dl at the time of incident. Customer's current blood glucose level was 210 mg/dl. The customer treated with injection. Troubleshooting was done. The customer was in the emergency room as a result of high blood glucose.. Customer was wearing the pump at time of hospitalization. The product will be return for analysis.